Event description:
It was reported that the customer received a low battery alarm, but within a few hours the insulin pump ran out of power. The customer also had issues with her keypad not responding. The customer's blood glucose level was 170 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The insulin pump's serial number on the label was faded. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.